Event description:
The lot 8 infusion sets from medtronic have caused numerous overnight failures with the paradigm infusion pump. Glucose has gone from lower 400's to 690! These types of readings cause long-term, permanent damage to many of the body's systems, and as I already -after 38 years- suffer from kidney, eye, heart and nerve diseases, this has been a very serous problem. For the last year I complained to medtronic about this, and now that they have finally done a recall they will not replace the 3 boxes of sets I had, only a total of 8 sets; plan to charge me additional for the 22 unreturned sets, although they haven't replaced them and they have been already paid for and, most importantly they replaced the bad sets with more bad sets from the same lot which has sent my glucose between 450 and 600 overnight after dinner 4 times in the last 3-1/2 weeks. I have responded to their requests for info, yet they continue to send me harassing reminders that the info is required by the FDA - they have it. They do not respond with answers other than "check with your doctor" when set after set fail and my glucose is out of control. They have twice told me they can't tell me if my current pump is still under warranty. I'd like to not die from this disease at least until I hit 50 and, no , I'm not being sarcastic, but with these continued problems I may well go blind and have a major heart attack. Dose or amount: na, frequency: at 2 days, route: subconjunctival. Dates of use: 2009. Diagnosis or reason for use: diabetes mellitus. Event abated after use stopped or dose reduced?: yes. Event reappeared after reintroduction?: yes.